Event description:
Additional information was received from a healthcare provider who reported that the patient¿s started alarming about 2 months ago with empty reservoir. Per the healthcare provider the patient had a disagreement with provider so decided to discontinue care from him and the pump ended up running dry. The healthcare provider stated they do not have her medication or intrathecal safe saline at their facility today so wanted to know options which were reviewed with the caller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown morphine via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient stated the pump had been empty for "about 4 months" and they were trying to figure out how to get the alarm to stop. The manufacturer's patient services specialist (pss) reviewed the alarm can be silenced in person by their managing doctor, or a manufacturer representative can be paged to a medical facility by a healthcare provider. The patient states they do not have a managing physician at this time but is going to see another healthcare provider. The patient was redirected to their healthcare provider to further address the issue.